Manufacturer narrative:
Batch review performed on 04 december 2017. (B)(4).

Event description:
Three (3) months after primary the patient fell and complained knee pain. The surgeon detected that the post screw was baked out. The surgeon revised successfully the joint implanting a new thicker liner.